Manufacturer narrative:
The reported events were insulation damage, low pacing lead impedance and low defibrillation impedance. As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual inspection of the lead found procedural damage to the is-1 tubing/connector boot at the proximal region of the lead. The cause of insulation damage is consistent with procedural damage. The reported events of low pacing lead impedance and low defibrillation impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
"A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities."

Event description:
It was reported, that a patient presented with low pacing. And defibrillation impedance noted, on the right ventricular lead. It was determined, to be due to an insulation breach. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.